Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, the medium-large clip applier instrument could not securely hold a clip prior to clip application and a fragment fell inside the patient. The surgeon experienced unexpected motion of the clip applier instrument while attempting to apply the clip, and this occurred on the first application attempt. The customer confirmed that no damage or abnormality was observed on the instrument prior to insertion into the patient. A bent prong on the medium-large clip applier instrument was identified only after the instrument was visualized under magnification within the abdominal cavity. All fragments were retrieved during the same procedure which was completed as planned.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument to perform failure analysis. The instrument was analyzed and found was found to have two severely bent grips, resulting in misalignment of the grip tips. Due to this misalignment, the clip could not be properly loaded into the clip groove of the grip tip. Mechanical indentations were also observed on one of the grips. Additionally, the instrument was found to have an indentation at the grip tip. The grips were bent, but no further damage was observed at the distal end of the instrument. Components adjacent to the indented grip tips did not exhibit any damage.